Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two ppak devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat an unspecified lesion. On attempting to inflate an unspecified balloon dilatation catheter with a priority pack indeflator to 12 atmospheres, a contrast leak was noted inside the indeflator (below the gauge). Two new indeflators were used; however, the same issue occurred. The procedure was successfully completed with the use of a fourth indeflator. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the leak appears to be a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.